Event description:
It was reported that the patient received a patient notifier alert for low lead impedance on the left ventricular lead. The patient would be brought in to the clinic for further evaluation. The lead remained implanted.